Event description:
Event description guidant received information that during defibrillation threshold testing this defibrillation lead and this implantable cardioverter defibrillator (ICD) exhibited out of range impedeance measurements and a shorted shocking warning message following the delivery of two shocks.